Event description:
According to the distributor's report, the device was used to close a laceration above the eyebrows. In the process, the patient's eye was glued shut and the wound edges were not well approximated. The physician was requesting information on how to remove the device from the eyelid and from the wound. The use of petroleum jelly and opthalmic ointment was suggested. No serious or adverse consequences to the patient were reported.